Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that a total hip arthroplasty was performed on (B)(6) 2008 due to osteoarthritis. After the procedure, the patient started to present some discomfort associated with mechanical clicking and clunking. Further investigation demonstrated a large periprosthetic effusion and periprosthetic osteolysis. These adverse events were decided to be treated via revision surgery on (B)(6) 2013. During surgery, it was noticed a large periprosthetic effusion of serous fluid with some particle debris and two (2) cystic acetabular defects. No further complications were reported during the procedure and the patient was transferred to the bed in stable condition.

Manufacturer narrative:
H3, h6. It was reported that a total hip arthroplasty was performed due to osteoarthritis. After the procedure, the patient started to present some discomfort associated with mechanical clicking and clunking. Further investigation demonstrated a large periprosthetic effusion and periprosthetic osteolysis. These adverse events were decided to be treated via revision surgery. During surgery, it was noticed a large periprosthetic effusion of serous fluid with some particle debris and two (2) cystic acetabular defects. No further complications were reported during the procedure and the patient was transferred to the bed in stable condition. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. No other similar complaints have been identified for the head, cup and sleeve. This will continue to be monitored for the cup. This will continue to be monitored via routine trending for the head and sleeve, however it should be noted that these devices are no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. With the limited information provided the clinical root cause of the reported, elevated metal ions, large periprosthetic effusion of serous fluid with some particulate debris, 2 cystic acetabular defects, and small amount of black material on the taper cannot be confirmed. It cannot be concluded the reported clinical reactions/ events were associated with a mal performance of the implant. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.